Manufacturer narrative:
The customer¿s report of a leak at the IV site was not confirmed. Visual inspection including use of magnification showed no damages or anomalies with the received set. Infusion testing and pressure testing resulted in no leaking. The male luer port of the set was measured and found to be within iso standards. The customer did not send in the mating component that was connected to this set during the event. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that a blood leak was observed at the tubing spin-off luer lock connection to the patient's IV approximately 30-90 minutes after the start of a transfusion. The event occurred between (B)(6) to (B)(6) 2018. No patient harm was reported.